Manufacturer narrative:
Evaluation summary: the device was returned with its original stopcocks mounted on the inflation lumens. They were tested and they performed within specifications. In the visual and tactile inspection a kink on the shaft near the hub and the presence of dry radiopaque solution in the inflation lumens were noticed. Bypassing the obstruction, an inflation test was conducted on the proximal balloon a pinhole was noticed. The use of microscope confirmed the presence of the pinhole. The inflation test was performed on the distal balloon and no anomalies were detected. (B)(4).

Event description:
The physician was attempting to use four (4) mo.ma. Ultra cerebral protection devices to treat a low tortuosity, moderately calcified, non complex lesion in the ica. The devices were being used according to the instructions for use (IFU). No resistance noted advancing the devices to the lesion; when the first mo.ma. Device was being used during the procedure and during inflation, a proximal balloon leak was observed. The physician switched to another mo.ma however the same issue occurred, a third mo.ma was attempted and the proximal balloon also leaked. A fourth balloon was attempted and the distal balloon leaked. No further treatment was attempted. The physician is experienced in the use of mo.ma. Each device was prepped prior to use with no issues noted. No difficulty/friction noted when loading the devices onto guidewire. The devices did not pass through any previously deployed stent. No clinical sequelae reported.